Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified, moderately tortuous lesion in the left main trunk. A 5.0x12mm nc trek neo balloon dilatation catheter (bdc) was used for pre-dilatation, however, the balloon ruptured during the first inflation to 18 atmospheres after 30 seconds. A new 5.0x8mm nc trek neo was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.